Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicate that product deformation resulted from turing the distraction rod while the distractor was locked. When this occurs, the higher torsional load causes the cardan joint to fail.

Event description:
Add'l info received indicated that it was an extension time under anaesthesia.